Event description:
A false negative ahcv result was observed on an eci analyzer. The investigation determined that this event is consistent with a malfunction which could affect ckmb, beta-hcg, and tpni results. There was no report of pt harm as a result of this occurrence.